Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for complex regional pain syndrome type I and postlaminectomy pain. It was reported that the patient had the stimulator for her back. She said it hurt and that she couldn't breathe. Every time that the patient took a breath it was painful. They left it in for three weeks and then took the device out.